Event description:
Caller reported blood glucose results of over 336 mg/dl on compact plus system 1, 136 mg/dl on compact plus system 2 within 10 minutes while using expired strips. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for compact plus system 1, medwatch with identifier (B)(6) is for compact plus system 2. Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
Medwatch with (B)(6) is for compact plus system 1, medwatch with (B)(6) is for compact plus system 2.

Event description:
Caller reported blood glucose results of over 336 mg/dl on compact plus system 1, 136 mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.